Event description:
It was reported to medtronic minimed that the customer experienced pump error 40 (motor safety circuit failed test), carelink temporarily unavailable and unable to upload the data. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7333, acc-7333. Troubleshooting was not performed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Product return is not applicable for non-physical devices mmt-7333, acc-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 3.1.0) installed on iphone 16 (ios 18.3.1) with mmt1884 780g pump (software ver. 6.60u) was conducted and confirmed the issue was not reproduced. The software did successfully adhere to the specified requirements and did perform in accordance with expectations as referenced in the 'sw requirement document' field. After thorough analysis of application logs, the team found diagnostic code 40 attributing to the failed upload event. On the carelink side, observing the snapshot in cumulus, you see at the same time the snapshot fails due to invalid sensor serial number. Since pump sw version 6.60 was released, the intended flow was for the pump to send a value indicating the sensor type to the mobile app. The only allowed values are 0, 1, and 2. During analysis, it was found the pump was sending value 255, which is not an allowed value. This caused the carelink snapshot to fail due to an invalid sensor serial number was included in the snapshot header. This issue is confirmed. To resolve this issue, the user has been instructed to rescan their instinct sensor, forcing the pump sensor to update to the correct value. In the future, pump firmware 6.62 will include a patch to correct this issue. Esf 5751289 has been created to track issue progress. Helpline has confirmed this issue is now resolved. A side observation was made where we see snapshots failing right after a successful snapshot was uploaded to carelink. These snapshots seem to be failing as the app is missing repos and metadata calls. Looking at the logs from (B)(6) 21:18:24.985 where one snapshot request was successful and the next failed. This is completely expected. We performed multiple snapshots uploads, not just one, meaning one can succeed and the next could fail as we see in this case in the logs. This is from the mmm app doc carelink spid: here are the following kinds of snapshots: therapy snapshot. Contains data from at least one (user settings) or more of the following pump repositories, with the user settings repository always being the first: user settings pump history sensor history. Trace snapshot. Contains data from one particular type of pump traces repositories, which can be: pump diagnostic traces pump detailed traces sensor traces bgm logbook composite traces. Metadata snapshot. Contains the repository list repository and is uploaded at the beginning of each history and trace upload session. This is an agreement made between the mmm app and cl a few years ago and hasn't changed since then. So this is expected behavior. We have retry mechanism for each one in case of failure. This is why we can see in the logs some snapshots successfully uploaded and others failing and being retried. In case of the mmm app this is documented in (B)(4). This is expected behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.